Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The service territory manager (stm) that discovered the issue during repair of the unit, performed further troubleshooting and ran tests and was able to confirm the "low vacuum" issue. The stm determined that it was most likely due to a vacuum leak and poor response time to drive manifold -sticky k7. To address the issue, the stm ordered a new drive manifold, returned to the site and installed the drive manifold which corrected both the low vacuum alarm and the previously reported "electrical issue" by the customer. The stm performed all calibration, functional and safety tests which passed per factory specifications. The unit was then returned to customer and released for clinical use. (B)(6).

Event description:
It was reported that during service repair by a getinge service territory manager (stm) of the cs300 intra-aortic balloon pump (iabp) for an electrical reported issue , the iabp generated a ¿low vacuum¿ alarm. There was no patient involvement and no adverse event was reported.